Event description:
It was reported that a revision surgery was needed to replace transition screws that were found loose post-operatively. This event occurred in switzerland.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. A single 2-level buildable transition construct was returned for evaluation. Initial inspection revealed that the 2-level buildable construct was fully assembled with one transition set screw end, 152.210, 2 transition round spool, straight, 152.206, and one transition end spool with cord, lordosed, 152.090. No findings were available at this time.